Manufacturer narrative:
H.6. Investigation summary: the pictures sent by costumer does not allow confirmation of both defects. It would be necessary to investigate the samples to confirm the defect. With this bd does not confirm the complaint and both defects. There is visual inspection, dull point needle and clog inspection. In case a defect is found the batch interval is blocked for further analysis. This failure will be monitored for trends. A review of the device history record revealed no irregularities during the manufacture of the reported lot. H3 other text : see section h.10.

Event description:
It was reported that the bd precisionglide¿ needles clogged during use. Lot #'s 8247762 and 8348530 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter, translated from portuguese to english: "needles are blunt and clogged."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8247762. Medical device expiration date: 2023-08-31. Device manufacture date: 2018-09-05. Medical device lot #: 8348530. Medical device expiration date: 2023-11-30. Device manufacture date: 2018-12-21. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needles clogged during use. Lot #'s 8247762 and 8348530 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter, translated from (B)(6) to english: "needles are blunt and clogged."